Manufacturer narrative:
The device was not returned to zoll for eval. The customer isolated the reported problem to the multi-function cable. The customer rec'd a replacement multi-function cable.

Event description:
Complainant alleged that during biomed testing, the device would not discharge with paddles. Complainant indicated that there was no pt involvement in the reported malfunction.